Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of op notes. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: unknown, unknown taper adapter, unknown. Unknown, unknown liner, unknown. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10155.

Event description:
It was reported by the patient¿s legal counsel that the patient underwent left total hip arthroplasty. Subsequently, the patient was revised due to patient allegations of pain and elevated metal ion levels. It was noted in the revision procedure op notes that there was a little bit of increased fluid in the hip joint, and there was very black corrosion around the taper adapter and the head. Attempts have been made and no further information is available at this time.